Event description:
It was reported that during surgery, the lining was found to be loose after installation and did not sit well with the shell. A new liner and shell were used to complete the surgery which was delayed by 26 minutes.

Manufacturer narrative:
(B)(4), this follow-up final report is being submitted to correct and relay additional information. Complaint summary updated to align with linked complaint, (B)(4). H10 : investigation findings have been corrected. . Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. It was reported that during surgery, the lining was found to be loose after installation and did not seat well with the shell. It was reported that in the operation, under the condition that both the shell and the lining complied with the matching rules, the lining was found to be loose after installation and could not match the shell well. A new liner and shell were used to complete the surgery which was delayed by 26 minutes. There were no health consequences. Visual inspection of the rloc-x arcomxl h/w 50/32mm 23 shows light indentations where the liner has come into contact with the bottom of the shell univ 2-hole shl 50mm, the mating face and the tab cut-outs are severely distorted (possibly caused by a tool used to lever the assembly apart). A dimensional inspection cannot be carried out due to the damage to the spherical radius and the location tab cut-outs. With the information available the definitive root cause can not be identified. No corrective or preventive action required at this time. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: lot number: j6377475. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the lining was found to be loose after installation and did not seat well with the shell. A new liner and shell were used to complete the surgery which was delayed by 26 minutes.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. It was reported that during surgery, the lining was found to be loose after installation and did not seat well with the shell. It was reported that in the operation, under the condition that both the shell and the lining complied with the matching rules, the lining was found to be loose after installation and could not match the shell well. A new liner and shell were used to complete the surgery which was delayed by 26 minutes. There were no health consequences. Visual inspection of the rloc-x arcomxl h/w 50/32mm 23 shows light indentations where the liner has come into contact with the bottom of the shell univ 2-hole shl 50mm, the mating face and the tab cut-outs are severely distorted (possibly caused by a tool used to lever the assembly apart). A dimensional inspection cannot be carried out due to the damage to the spherical radius and the location tab cut-outs. The likely root cause of the liner not seating is the shell was not completely clean and dry. The IFU states: prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc. Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component.) But this cannot be confirmed for the reported event. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. A review of the complaints database shows that we have received 2 reported events for implant would not assemble with mating implant for the same item number xl-053250 prior to the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. The overall score is low risk. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the lining was found to be loose after installation and did not seat well with the shell. A new liner and shell were used to complete the surgery which was delayed by 26 minutes.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign: event occurred in (B)(6). Concomitant medical products: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated products: medical product: univ 2-hole shl 50mm lnr sz 23, catalog no.: 14-103650, lot no.: 264630. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the lining was found to be loose after installation and did not seat well with the shell. A new liner and shell were used to complete the surgery which was delayed by 26 minutes.